Manufacturer narrative:
On the basis of the information provided, it is not known what role, if any, lava ultimate played in the reported outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for the reported root canal treatment.

Event description:
On (B)(6) 2017, a dentist reported a male patient in his mid-70's (B)(6) required root canal treatment on tooth #14. This tooth had a lava ultimate crown seated on (B)(6) 2012, to replace an existing crown. On (B)(6) 2014, the crown debonded. Decay as a result of leakage was noted; the tooth structure was cleaned and the crown re-cemented. An abscess was occurred on (B)(6) 2016, and root canal therapy was performed through the lava ultimate crown.